Event description:
An adult male patient of unknown age underwent protected pci and was supported with an impella cp inserted via the right femoral artery. The patient's pre-support society for cardiovascular angiography and interventions (scai) shock stage was not reported. During the implantation procedure, the impella cp was removed from the patient for unspecified reasons. Following removal, the physician reported that the device could not be re-inserted. No additional details regarding the nature or cause of the inability to re-insert the device were available at the time of reporting. It was further reported pump damage consisting of a cannula kink was identified. A replacement device was subsequently obtained and implanted successfully without further reported difficulty. No patient injury or adverse clinical consequences associated with the reported event were provided. Conclusion: based on the information available, an inability to re-insert the impella cp was reported after device removal during the implantation procedure, resulting in the use of a replacement device. The specific cause of the reported issue was not included from the available information.

Manufacturer narrative:
A2, a4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.